Event description:
Pe insert and tibial implant removed due to loosening for 2 patients. Replaced with another pe insert and tibial implant.

Manufacturer narrative:
Device history record was not reviewed because devices were not returned and reference numbers were not referenced. Devices were not returned for analysis. Root cause of loosening could not be determined. This is the initial and final report submitted regarding this surgical event and medical device.